Manufacturer narrative:
It was reported to philips that the device was in clinical use when the alleged failure was observed. The customer has reported that the patient expired. The patient had a massive heart attack. Before starting the treatment the doctor thought that the patient could die due to the heart attack. The device has been removed from service to allow for further device evaluation from a philips field service engineer (fse). The device logs were reviewed. The device was set in demand pacing mode that requires monitoring electrodes as the source of the ECG for the device to deliver paced pulses when the patient¿s heart rate is lower than the selected pacing rate. The majority of the difficulty the users had was related to inadequate or absent leads ECG input. After initially starting demand mode pacing at 1:05 et, and incrementing upward to land at 70 ma, there was a leads off condition which stopped pacing at 3:58 et. This is followed by 3 ¿ECG unplugged¿ messages. These messages indicate that the users detached the leads ECG cable and then reinserted it in an attempt to regain the leads ECG input. Note that there is no ¿ECG plugged in¿ message. The device only shows when the ECG cable is detached, so it appears that they did this 3 times at that point in the event. After charging and manually discharging energy 4 times, they selected the demand pacer mode again. Again, they were having difficulty establishing a leads ECG waveform as evidenced by the ECG unplugged message and the leads on/off and noisy ECG signal messages. The ¿pacer stop¿ messages at 24:50, 26:27, and 27:25 are all due to a loss of leads ECG waveform. The pacer stop message at 31:18 appears to be user initiated. The pacer stop message at 41:46 was due to a ¿pads off¿ condition and the last pacer stop message was due to a leads off/ECG unplugged message at the end of the event when they were likely disconnecting the patient. The fse was not able to reproduce the failure when performing the operational check test and found all tests passed. This was an ECG leads issue that was likely related to the quality/brand of ECG monitoring electrodes, skin condition, and skin prep. Additionally, the users could have switched to fixed mode pacing to deliver pacing therapy and did not do so. The fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that "the pacemaker shut down during pacing." It was reported to philips that the device was in clinical use when the alleged failure was observed. The customer has reported that the patient expired.